Manufacturer narrative:
Initial 1 of 1. E1: e1: name: ypsomed ag, street: weissensteinstrasse 26, city: solothurn, country: switzerland, postal code:ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set does not adhere which leads to bleeding upon insertion on (B)(6) 2026.